Manufacturer narrative:
The mfio was received for evaluation. A visual assessment of the returned sample revealed no non-conformity. The sample was installed in a calibrated system and the console was powered on without nonconformity. Components were checked for shorts using a digital multi-meter. However, all components measured per the mfio pcb schematic. A 2-hour burn-in was performed and the system passed. The reported events were unable to be replicated as no problem could be found with the sample. Therefore, the cause of the reported event remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an advisory message displayed and the unit shut down on its own. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The multifunction input/output (mfio) cable was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 15, 2015. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).